Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula.

Manufacturer narrative:
The product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from l50388 to l50389. Expiration date changed from 2/1/2024 to 3/27/2024. Unique identifier (UDI) # changed from (B)(4). Correction to h(4): device mfg date changed from 8/1/2022 to 9/27/2022.

Event description:
It was reported the patient's blood glucose level rose to 27 mmol/l (486 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a bolus correction was delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.